Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient experienced a short period of syncope. Device evaluation identified oversensing of one t-wave as the bi-ventricular trigger paced into the vulnerable period and initiated ventricular fibrillation(vf). Quick convert was not successful in this event. A shock was delivered to convert the rhythm and bi-ventricular trigger was programmed off. No adverse patient effects were reported.